Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted urology procedure, tissue was sticking to the monopolar curved scissors (mcs) instrument rather than being cut. There was no reported patient injury. Additional information was requested, but the customer has indicated that no further information will be provided.